Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. The go no go check passed with no issues. There were no visual discrepancies found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having air detected in cassette alarms. The patient discontinued treatment during drain 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3226 ml during drain 2, bypassed, then drained another 970 ml during drain 3 of treatment without filling. This drain volume is 233% the patient's prescribed fill volume of 1800 ml. The peritoneal dialysis registered nurse (pdrn) confirmed that the patient has been constipated. The technical support representative explained the air detected in cassette alarm and went over the how the patient was in a drain 2 then cycle 3 was bypassed until the drain and then cancelled. Once re-setup, the cycler went back into a drain cycler. The cycler only expects 50 ml in the first drain. Technical support advised if the patient is empty in the first initial drain after a few moments to bypass. However, before the night nurses bypass the patient needs to check the cycler and where it is in treatment. Additional information was requested, however it was not available.